Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump went through three batteries in less than a week. The insulin pump also alarmed battery out limit and she just received a new battery cap. The replacement battery cap did not resolve the issue. The batteries were not out of the insulin pump greater than duration allowed by the insulin pump. Customer's blood glucose level was 116 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on interface board. No battery out limit alarms or failed battery test noted. No cosmetic damage noted.